Event description:
It was reported that the procedure was to treat a circumflex artery. A 2.5 x 15 mm xience xpedition stent delivery system was advanced to the lesion; however, when starting to inflate the balloon, it was noticed that the stent implant was not on the balloon. The dislodged stent was found in the protective sheath. This was not detected during device preparation. There was no resistance felt upon sheath removal. The stent delivery system was removed and another unknown stent was used successfully to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent dislodgment was confirmed. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use states: prior to use, verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the information reviewed, there is no indication of a product deficiency.